Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had a poor technique. Manufacturer contacted customer with follow up phone calls for knowing customer condition and to ensure the new product replacement resolved the initial concern; customer is satisfied with the new product replacement glucose reading within range; customer did not seek medical attention.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 127 mg/dl. The customer reported symptoms of headache and clogged / sickness. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer provided that they have not had any recent changes to diet, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 175 mg/dl and 174 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. The test results from meter memory were reviewed below: (B)(6). Adverse event not reported.